Event description:
Customer stated nothing exiting and blood glucoses high. Had switched to manual injections to stabilize blood glucoses. During troubleshooting, leadscrew made complete rotation but nothing exited.